Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the battery reached elective replacement indication approximately twenty-six months ago and approximately sixteen months ago there was a charge circuit time out. The device has now reached end of service status. It was also reported the lead displayed short v-v episodes. A request for additional information was made but not received. The implantable cardioverter defibrillator and right ventricular lead remain in use and no patient complications have been reported as a result of this event.